Manufacturer narrative:
This report is filed (B)(6) 2016. Implanted device remains.

Event description:
Per the clinic, the patient developed recurrent infections and experienced pain at the implant site. The patient was administered with injectable steroids and treated with oral antibiotics (date not reported); however, the issue could not be resolved resulting in the decision to discontinue use of the device. The implanted device remains.